Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system had no suction. Per follow up via phone on 07jun2023, it was reported that the customer was in the hospital on 2 separate occasions due to a urinary tract infection that patient acquired while using the purewick external female catheter. The most recent hospital visit was on (B)(6)2023- (B)(6)2023, in which patient was prescribed antibiotics from the doctor for the infection. Customer requested compensation or reimbursement due to the nature of the incident and the fact that they could no longer use the product.

Event description:
It was reported that the purewick urine collection system had no suction. Per follow up via phone on (B)(6) 2023, it was reported that the customer was in the hospital on 2 separate occasions due to a urinary tract infection that patient acquired while using the purewick external female catheter. The most recent hospital visit was on (B)(6) 2023- (B)(6) 2023, in which patient was prescribed antibiotics from the doctor for the infection. Customer requested compensation or reimbursement due to the nature of the incident and the fact that they could no longer use the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.